Event description:
Vns patient developed gangrene at the chest incision site. Implanting neurosurgeon indicated that there was no excessive bleeding from the subclavicular wound at the time of implant, but that the patient developed a lot of bleeding and oozing in the recovery room. Several pressure dressings were placed and the bleeding appeared to be resolved. By the next morning, the patient reportedly had a lot of bruising underneath this incision and over their left breast, but it was not painful. The patient was hemodynamically stable and was discharged to home. It was later noted that area around the chest incision was turning black. The patient was reportedly seen in the emergency room at which time the gauze around the wound was removed and the skin at the chest incision site was found to be deteriorating and black. Approximately two weeks post-implant, the patient was seen for programming. At this visit, it was noted that the neck incision was healing well but the patient had extensive bruising over the entire left breast and even a little bit over the inferior ribcage. There was reportedly an area of 2 x 4 centimeters of black eschar over the generator, centered on the inferior flap of the subclavicular incision. The device was not programmed to on and the patient was referred to plastic surgeon. The plastic surgeon noted that the patient appeared to have a somewhat anomalous circulatory pattern to the skin over their breast, which he indicated was something that has been reported in plastic surgery and breast reconstruction literature. The plastic surgeon found fluid around the generator, but no signs of infection. Plastic surgeon reportedly believes that the arteries supplying blood to that area of the pt's chest were probably severed during the implant surgery causing the skin to die from lack of circulation. Plastic surgeon also indicated that the fluid around the generator was a side effect from the surgery and should resolve with time. Plastic surgeon revised the patient's wound. The bruising is markedly diminished and the site is not tender at all. The patient's device has since been programmed to on and device diagnostic testing was within normal limits, indicating proper device function. Inplanting neurosurgeon indicated that the vns itself is not responsible for the patient's wound healing problems. Neurosurgeon believes that the problem was due to encountering an anomalous blood vessel in the creation of the pocket area which has now been resolved. Neurosurgeon believes that he probably devascularized part of the inferior flap of the patient's subclavicular incision by means of the incision in the pocket itself. He indicated that this was probably at the inferior pole of the pocket, and therefore bleeding from the vessel probably resulted in the subsequent extensive bruising.